Event description:
It was reported that the paxgene® blood rna tube bottoms broke during the extraction and after the first centrifugation, having been used to draw blood in 2015 and then stored in "-80 ° c" temperatures for approximately three years. Lot #'s 4265247 and 6014599 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, translated from french to english, "we wanted to report problems with paxgene tubes, ref 762165. These tubes were used to draw in 2015, and then stored at -80 ° c until 2018. During extraction, the first centrifugation, the bottom of the tubes broke. The lot numbers are: lot 4265247 and lot 6014599."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4265247. Medical device expiration date: 2016-03-31. Device manufacture date: 2014-09-22. Medical device lot #: 6014599. Medical device expiration date: 2017-07-31. Device manufacture date: 2016-01-14. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the paxgene® blood rna tube bottoms broke during the extraction and after the first centrifugation, having been used to draw blood in 2015 and then stored in "-80 ° c" temperatures for approximately three years. Lot #'s 4265247 and 6014599 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. As reported by the customer, translated from french to english, "we wanted to report problems with paxgene tubes, ref (B)(4). These tubes were used to draw in 2015, and then stored at -80 ° c until 2018. During extraction, the first centrifugation, the bottom of the tubes broke. The lot numbers are: lot 4265247 and lot 6014599".